Event description:
It was reported that during a log review of complaint MDR #1828100-2014-00333, there were voltage anomalies with the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00333. Per the data log analysis: only the local area network/interface board (lan/if) and power manager logs were provided. The lan/if shows many "supply voltage failures" (5v and 3.3v) dating back to (B)(4) 2013. The last "supply voltage failure" in the log was on (B)(4) 2013. If the 5v is low enough, the ccm can reboot or appear to lose power. It's possible the d/c to d/c power supply was adjusted to resolve this since no failures were reported in the log from (B)(4) 2013 to (B)(4) 2014 when the log was exported. The system was only powered up seven times during that period of time.